Event description:
The customer reported the system keeps giving an error message that the c-arm was not functioning. They were not being able to control the manual kv/ma on the keyboard. No pt injuries were reported.

Manufacturer narrative:
The ge service rep was on site already working on another machine. He could not duplicate the complaint. The system oerates as intended.